Manufacturer narrative:
Failure analysis was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The insulin pump passed motor test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 139 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The alarm history showed several other motor error alarms occurred in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.